Manufacturer narrative:
(B)(4). The unit was returned and sent to the manufacturer (B)(4) for evaluation. (B)(4) reports that upon receipt of unit the claim was confirmed. Evaluation revealed that the power switch light did not illuminate consistently and the unit did not generate heat. The unit was opened in the field and damage to the heating element wiring was found, as well as a malfunction in the potentiometer. The faulty parts require replacement. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the heater is 1929 days and the unit is out of warranty. Based on the investigation performed, the reported complaint was confirmed. The unit will be repaired and returned.

Event description:
Customer complaint states: "unit is not heating up during use." There was no report of patient harm or necessary medical intervention. Patient condition reported as fine.